Event description:
This report is filed because the deployed mitraclip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, and required an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat degenerative mitral regurgitation (mr) with a grade of 2-3 and challenging anatomy. One mitraclip (10342825/(B)(4)) was implanted, and the mr was reduced to 1. During a standard follow up appointment on (B)(6) 2014, it was observed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). An additional mitraclip procedure was performed on (B)(6) 2015. The slda was confirmed on echocardiogram and the mr grade was 1-2; therefore, one additional mitraclip was deployed medial from the first to stabilize the slda clip. The mr was reduced to 1 and the patient was clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, since there were no reported issues during implantation of the clip, the most probable cause for the slda of the implanted clip is likely due to the challenging patient anatomy of a prolapsed anterior leaflet and restricted posterior leaflet. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions and not a product quality deficiency. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no previous incidents reported for single leaflet device attachment (incomplete coaptation) from this lot. Based on the information reviewed, there is no indication of a product deficiency.